Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event was confirmed. Analysis found outer insulation abrasion.

Event description:
The patient received inappropriate therapy due to noise. Lead anomaly suspected.